Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high out of range pace impedance measurements resulting in a lead safety switch on the right ventricular (rv) lead. A chest x ray was performed and no findings were observed. The patient has reported feeling symptomatic and experiencing lightheadedness during lead testing. A revision procedure was scheduled due to concerns of connection issues between the lead and the header of this device. No adverse patient effects were reported. This device system remains in service.